Event description:
It was reported that the monitor device had recorded false episodes. It was suspect that an electrode had lifted off from the skin. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. However, performance data was collected from the device and analyzed. Analysis revealed that there was undersensing/not sensing of the device. The programmer s2d (save to disk) file (B)(4)shows undersensing with two episodes for asystole of various duration from 3.8 to 4 seconds on (B)(6) 2012 19:21:23 and 15:36:45.